Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Upon device return and inspection, it was observed that there were some marks / spots in the catheter handle which is potential adhesive. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted.

Event description:
Prior to a procedure a farawave nav catheter was selected for use. White dirt was observed at the handle part when unpacked, so the device could not be used and was replaced with another lot of the device. The procedure was completed without ant any patient complications. The device was returned to boston scientific for analysis.

Event description:
Prior to a procedure a farawave nav catheter was selected for use. White dirt was observed at the handle part when unpacked, so the device could not be used and was replaced with another lot of the device. The procedure was completed without ant any patient complications. The device was received at boston scientific post market laboratory where it's waiting for analysis.